Event description:
This event is associated to MDR #: 1036844-2014-00501. It is reported this event occurred in the dialysis department. The catheter was in place for six months in the patient's jugular vein. There was leaking noted at the hub connection. When the physician examined the catheter more closely, he found a crack on the luer connection. As a result, the catheter was replaced successfully with a new one. There was no reported delay in treatment. There was no reported patient injury, complication, or death.

Manufacturer narrative:
(B)(4). This is the second MDR filed for this event. The issue was discovered on two separate luer connections.